Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
I t was reported that this right ventricular lead exhibited loss of capture due to perforation following a recent implant procedure. This lead was repositioned the following day and remains in service. No additional adverse patient effects were reported.